Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / severe pelvic pain"), cholecystectomy ("clamps removed from gallbladder removal"), asthma ("asthma"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (B)(6) 2011), miscarriage in 2010, acid reflux (oesophageal), gastritis, depression, anemia, cervical dysplasia, cholecystectomy in 2007 and elbow operation in 2011. Previously administered products included for cysts on ovaries: depo-provera shot from 2010 to 2011; for an unreported indication: naproxen, darvocet-n and birth control pills. Past adverse reactions to the above products included ovarian cyst with birth control pills; and vomiting with naproxen. Concurrent conditions included obesity, female condom (contraception), breast burning, cervicitis, irregular menstrual cycle, dysfunctional uterine bleeding, ovarian cyst and smoker. Concomitant products included tramadol hydrochloride (ultram) for dyspareunia as well as chloramphenicol (antibiotic [chloramphenicol]) from (B)(6) 2016 to (B)(6) 2016, dicycloverin hydrochloride (bentyl) from (B)(6) 2016 to (B)(6) 2016 and oxycocet (percocet) from (B)(6) 2016 to february 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), asthma (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("severe vaginal pain"), female sexual dysfunction ("couldn't even have intercourse") and feeling abnormal ("had never felt that before until I had essure"). The patient was hospitalized sometime in 2009. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure colis), surgery (ablation and d and c procedure), surgery (ablation and d and c procedure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, genital haemorrhage, migraine, headache, vulvovaginal pain, female sexual dysfunction and feeling abnormal outcome was unknown, the asthma had not resolved and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered asthma, cholecystectomy, dyspareunia, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion she has done diastolic hysteroscopy on (B)(6) 2016 on (B)(6) 2016 patient had pelvis ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / severe pelvic pain"), cholecystectomy ("clamps removed from gallbladder removal"), asthma ("asthma"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 ((B)(6) 2011), miscarriage in 2010, acid reflux (oesophageal), gastritis, depression, anemia, cervical dysplasia, cholecystectomy in 2007 and elbow operation in 2011. Previously administered products included for cysts on ovaries: depo-provera shot from 2010 to 2011; for an unreported indication: naproxen, darvocet-n and birth control pills. Past adverse reactions to the above products included ovarian cyst with birth control pills; and vomiting with naproxen. Concurrent conditions included obesity, female condom (contraception), breast burning, cervicitis, irregular menstrual cycle, dysfunctional uterine bleeding, ovarian cyst and smoker. Concomitant products included tramadol hydrochloride (ultram) for dyspareunia as well as chloramphenicol (antibiotic [chloramphenicol]) from (B)(6) 2016 to (B)(6) 2016, dicycloverine hydrochloride (bentyl) from (B)(6) 2016 to (B)(6) 2016 and oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2016. On(B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), asthma (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("severe vaginal pain"), female sexual dysfunction ("couldn't even have intercourse") and feeling abnormal ("had never felt that before until I had essure"). The patient was hospitalized sometime in 2009. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure colis), surgery (ablation and d and c prodcedure), surgery (ablation and d and c prodcedure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, genital haemorrhage, migraine, headache, vulvovaginal pain, female sexual dysfunction and feeling abnormal outcome was unknown, the asthma had not resolved and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered asthma, cholecystectomy, dyspareunia, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on 24-jan-2016: total bilateral occlusion she has done diastolic hysteroscopy on (B)(6) 2016 on (B)(6) 2016 patient had pelvis ultrasound. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (general). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / severe pelvic pain"), cholecystectomy ("clamps removed from gallbladder removal"), asthma ("asthma") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6) year-old female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 ((B)(6) 2011), miscarriage in 2010, acid reflux (oesophageal), gastritis, depression, anemia, cervical dysplasia, cholecystectomy in 2007 and elbow operation in 2011. Previously administered products included for cysts on ovaries: depo-provera shot from 2010 to 2011; for an unreported indication: naproxen, darvocet-n and birth control pills. Past adverse reactions to the above products included vomiting with naproxen. Concurrent conditions included obesity, female condom (contraception), breast burning, cervicitis, irregular menstrual cycle, dysfunctional uterine bleeding, ovarian cyst and smoker. Concomitant products included chloramphenicol (antibiotic [chloramphenicol]) from (B)(6) 2016 to (B)(6) 2016, dicycloverine hydrochloride (bentyl) from (B)(6) 2016 to (B)(6) 2016 and oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (menorhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), asthma (seriousness criterion hospitalization), vulvovaginal pain ("severe vaginal pain"), female sexual dysfunction ("couldn't even have intercourse") and feeling abnormal ("had never felt that before until I had essure"). The patient was hospitalized sometime in 2009. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure colis) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, migraine, headache, vulvovaginal pain, female sexual dysfunction and feeling abnormal outcome was unknown, the asthma had not resolved and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered asthma, cholecystectomy, dyspareunia, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion . She has done diastolic hysteroscopy on (B)(6) 2016. On (B)(6) 2016 patient had pelvis ultrasound. Most recent follow-up information incorporated above includes: on 7-feb-2018: reporter added,lot number received,patient historical condition, concomitant condition added, concomitant drug added,events added as follows- vaginal bleeding, menorrhagia,migraines, headaches,vulvovaginal pain, female sexual dysfunction, feeling abnormal, cholecystectomy,asthma. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.